Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: while at ob/gyn during evaluation, a piece was sticking out') and device dislocation ('migration of essure device/malposition of essure device') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included abdominal pain lower, abdominal pain, vaginal infection and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia"), headache ("headache") and malaise ("not feeling well") and was found to have uterine leiomyoma ("fibroids,"). The patient was treated with surgery (hysterectomy (full),). Essure was removed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, pelvic pain, fatigue, bladder disorder, urinary tract disorder, migraine, menorrhagia, abdominal pain lower, anaemia, headache and malaise outcome was unknown. The reporter considered abdominal pain lower, anaemia, bladder disorder, device breakage, device dislocation, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, fatigue, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received new events were added: migration of essure device location of device: while at ob/gyn during evaluation, a piece was sticking out. Event onset date and reporter information were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included abdominal pain lower, abdominal pain, vaginal infection and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), fatigue ("fatigue,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("fibroids,"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, pelvic pain, fatigue, bladder disorder, urinary tract disorder, migraine and menorrhagia outcome was unknown. The reporter considered bladder disorder, device dislocation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, fatigue, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs+ mr received: new events migraines / headaches, migration of essure device, pain, fatigue, fibroids, abnormal bleeding (menorrhagia), urinary tract disorder, bladder disorder, abnormal bleeding (vaginal), plaintiff did not underwent for essure confirmation test were added. Event injury updated to abnormal bleeding (general). New reporter, patient information, medical history were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('migration of essure device location of device: while at ob/gyn during evaluation, a piece was sticking out') and device dislocation ('migration of essure device/malposition of essure device') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included abdominal pain lower, abdominal pain, vaginal infection and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), anaemia ("anemia"), headache ("headache") and malaise ("not feeling well") and was found to have uterine leiomyoma ("fibroids,"). The patient was treated with surgery (hysterectomy (full),). Essure was removed. At the time of the report, the device breakage, device dislocation, genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, pelvic pain, fatigue, bladder disorder, urinary tract disorder, migraine, menorrhagia, abdominal pain lower, anaemia, headache and malaise outcome was unknown. The reporter considered abdominal pain lower, anaemia, bladder disorder, device breakage, device dislocation, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.